Event description:
It was reported that during the implant procedure, a 34mm annuloplasty band was loaded into the handle and handed to the surgeon. It was reported that as the surgeon began passing the sutures through the annuloplasty band, after a few pairs of sutures, the band 'popped' off the disposable plastic part of the implant and this added time to the operation due to the instability of the band. It was stated that this plastic part covers the orifice area and it is only fully detached by cutting sutures that holds the band. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.